Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). One sample, apparently used and without packaging, was returned for evaluation. Upon visual inspection it was noted that the tubing appeared cut just below the spike. The observed cut in the tubing appeared consistent with a piece of tubing that becomes caught in the blister pack seal during the time of sealing. Potential root causes have been attributed to an inadequate coiling technique which results in uneven coils when placing the product in the blister; and the machine speed being too fast (i.e. Not enough time for operators to place the coiled product in the blister correctly). As a result, the procedure was revised on 01/06/2016 in order to reduce the machine speed based on the number of employees and packaging standard which allows the operators sufficient time to place the coiled product in the package. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure cop-qp-8000051.

Event description:
As reported by user facility: reports cracked IV tubing after blood was spiked into the tubing and blood leaked. No patient injury.